Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5554-45 lead, (B)(6) 2003. (B)(4).

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead warning triggered for high and varying threshold. The lead was disconnected from the device and checked through the analyzer. Normal values were obtained. The lead was hooked back up to the device and values remained within normal limits. The physician felt that the lead was unstable due to a lead fracture likely at the superior vena cava (svc) coil and not a pin plug issue. The lead was removed and replaced. It was also reported that the implantable pulse generator (ipg) was removed and replaced due to longevity. No patient complications have been reported as a result of this event.